Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and the pump was able to be turned on. The customer's blood glucose (bg) level was 194 (mg/dl). The customer delivered a bolus via the pump.